Event description:
The adapter that plugs into the outlet split apart. Potential for electric shock. Exposed wires. Adapter split apart. Had to use electrical tape to put back together. Playtex 1250 i.t.e. Power supply. Input: 120v ac 60haz 200 ma. Output: 12v dc 1200ma. Was someone operating the medical device when the problem occured: yes. If yes, who was using it: the person who had the problem.